Manufacturer narrative:
A philips field service engineer (fse) confirmed the problem could be replicated on site by observing the dynamic display of the monitor screen. Running the monitor display screen, measurement and observation test, it showed the result the screen operation switching causes a lag in the display card; the probable cause of the malfunction was a motherboard or software issue. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was an issue with the sd card, as the issue was resolved by the fse detecting and formatting the sd card to solve the problem. The device returned to full functionality. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on a patient monitor efficia cm100 indicating that the device was freezing and crashing. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.